Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer¿s current blood glucose level was 364 mg/dl. Troubleshooting was declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump had broken battery tube threads.